Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the surgical staff reported that the fenestrated bipolar forceps was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument not recognized by the system was not confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. Frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.